Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: the reported device is a 3.0 rio robotic arm - mics, catalog: 209999 a review of the DHR associated with rio 065 found quality inspection procedures and pt review successfully passed. Based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure due to pain. There were other reported events ((B)(4)). No investigation was conducted since no information was provided. The surgeon revised a partial knee procedure of the right knee to a total knee primary due to pain. The device was not returned for evaluation.

Event description:
It was reported that patient's right knee was revised due to pain. A combination of mako components were explanted as well as a zimmer patello-femoral component. Rep reported that she will reach out to the mako rep for the primary implant sheet. Otherwise, x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that patient's right knee was revised due to pain. A combination of mako components were explanted as well as a zimmer patello-femoral component. Rep reported that she will reach out to the mako rep for the primary implant sheet. Otherwise, x-rays, medical records, and further information are not available due to hospital policy.